Event description:
It was reported that the device was showing interference on the screen. The patient had already received an anesthetic when the case was cancelled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
During the device evaluation, the u6 on the controller board was found to be in need of replacement. The device was repaired and returned to the user facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device was showing interference on the screen. The patient had already received an anesthetic when the case was cancelled. There were no adverse consequences and no medical intervention reported.